Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. On device interrogation it was noted that the right ventricular (rv) lead exhibited low impedance and high thresholds. The rv lead was reprogrammed and turned off. No further patient complications have been reported as a result of this event.